Event description:
A customer contacted beckman coulter (bec) reporting that approximately 10 mls of waste fluid had leaked at the rear of the coulter act diff 2 hematology analyzer due to a broken waste fitting. The leak was not contained within the instrument. The customer also reported obtaining a diluent error and error 20 (sample pump did not see home sensor) when the leak was discovered. The customer was not wearing personal protective equipment (ppe) at the time of occurrence. The material safety data sheet (msds) was not reviewed. The laboratory's exposure control/risk management plans are in place. There was no biohazard exposure to mucous membranes or open wounds. Medical attention was not sought. The customer indicated that the operator did come into contact with waste fluid on her hands. The operator washed her hangs to remove the fluid using the appropriate laboratory protocol. The customer confirmed there was no irritation or adverse effects experienced as a result of coming in contact with the fluid from the leak. No erroneous results were generated in connection to this event.

Manufacturer narrative:
A bec field service engineer (fse) was dispatched to evaluate the instrument. The fse found that the customer accidentally broke off the luer fitting to the waste pump (pm1) in the back of the analyzer while moving the instrument prior to the fse's arrival. The fse replaced the luer fitting resolving the leak. The fse could not replicate the error and observed the diluent priming without any issues. Failure mode is related to a use error, the customer had broken the luer fitting to the waste pump (pm1). The instrument generated diluent errors and error 20 alerting the operator of an instrument problem. Per labeling, beckman coulter urges its customers to comply with all national health and safety standards such as the use of barrier protection. This may include, but it is not limited to, protective eyewear, gloves, and suitable laboratory attire when operating or maintaining this or any other automated laboratory analyzer. (B)(4).